Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient did not place the ipg into surgery mode prior to undergoing an unrelated surgical procedure. Afterwards, the ipg was unable to communicate with external devices. Troubleshooting was able to recover the ipg thus resolving the issue. Reportedly, the patient is receiving effective therapy.